Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 600 mg/dl. Customer treated the high reading with manual injection. Customer reports the following symptoms such as nausea and vomiting related to their high blood glucose. Customer was assisted with troubleshooting but declined performing high pressure test. The insulin pump was not replaced or returned for analysis.